Manufacturer narrative:
Product complaint # (B)(4). Batch # t5d42j. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with one gst45t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported by the sales rep that during a laparoscopic lobectomy, the staples were not formed properly at the last firing on the bronchial tube. Another device was used to complete the case. There was no air leak during the operation, but the surgeon covered the bronchial stump with adipose tissue to prevent complications. There were no adverse consequences to the patient. No further information is available.